Event description:
It was reported that the customer had an intermittent response of the up button. Customer's blood glucose was 11 mmol/l. The buttons were not pressed for longer than 3 minutes. The pump was not bumped or dropped. The battery was changed and the battery cap was cleaned, but the anomaly persists. The pump had no moisture exposure. The pump will be returned for analysis and will be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.